Event description:
It is reported that the device was implanted in 2008, and was revised in 2008, due to the stem breaking.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. . This report will be amended when our investigation is complete.